Event description:
It was reported that the patient with this implantable penile prosthesis experienced an infection. The device was explanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected. No damage or defects were found. The pump passed leak and functional testing. One cylinder had a hole and resultant leak consistent with sharp instrument damage. The other cylinder passed visual and microscopic inspection and leak testing. Infection is a known inherent risk of device use as described in the product instructions for use.

Event description:
It was reported that the patient with this implantable penile prosthesis experienced an infection. The device was explanted. No further patient complications were reported.